Event description:
The customer reported that air came into the tubing during infusion of contrast agent for a percutaneous coronary interventional procedure. The infusion was performed using a 20ml slip luer syringe, which was connected to the side port of the stopcock in the kit. Air was infused into the pt, but there was no harm reported.

Manufacturer narrative:
Device eval: the suspect device has been returned for eval. However, the eval is not complete. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. Device history record was reviewed, complaint database was reviewed. Conclusions: a f/u report will be submitted when the eval is complete.